Event description:
A healthcare facility in (B) (6) reported to a fisher & paykel healthcare ('fph') clinical product specialist that the base of a cosycot iw934jeu infant warmer ('cosycot') was 'broken' and cracked. No pt consequence was reported.

Manufacturer narrative:
(B) (4) - method: an fph product specialist made a site visit to the healthcare facility to examine the cracked infant warmer's (the warmer) base and to verify the circumstances surrounding the broken base. Our analysis is based on info and photographs provided by medical staff in addition to observations made by medical staff in addition to observations made by the fph product specialist during her site visit and discussions held with staff at the special care nursery unit. Results: photographs of the damaged warmer base indicate a noticeable splitting of the legs of the warmer base. The photographs further indicate that the warmer was loaded with a ups accessory, 2 steel oxygen and air tanks on a dual rack, gas hoses and a set of olympic medical scales. Conclusion: cracking of the infant warmer's base can occur from a combination of overloading and dynamic forces placed on the unit during movement in transit. In this instance, the approximate combined weight of the accessories and base exceeded the recommended maximum load. The maximum weight limit is stipulated in the operating manual. To increase awareness and to prevent and/or reduce the incidence of cracked bases, fph states that the maximum weight on the warmer inclusive of all accessories and the pt should not exceed 115kg. This warning is provided in the form of labels on the column of the infant's warmer. In addition, a checklist of common fisher & paykel healthcare accessories and their respective weights is provided to the user. A f/u report will be provided if, subsequent to the return of the warmer, add'l significant info is available.